Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 260 mg/dl and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. The customer declined to complete the pump system check to determine a possible cause of the high bg. No device issues were observed during the partial pump system check.